Event description:
It was reported the bronchofibervideoscope video image had weak contours and there were static points in the examination image. The event occurred during set-up, prior to use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Olympus was able to confirm the customer failure and determined the following cause: the image guide (ig) bundle had significant breakages. Additionally, due to peeling of acoustic lens the displayed ultrasound image was defective. Based on the results of the investigation and historical data, reasonably known information suggests probable causes such as damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.